Event description:
Device reportedly forming straight shots.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for evaluation. It has not been returned to date. Therefore, no conclusion can be drawn at this time. A f/u report will be submitted when/if subject product is returned and evaluated.